Event description:
It was reported the rf (radio frequency) head is broken. The rf head was returned for refurbishment. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found intermittent telemetry, the cable was out of electrical specification.